Manufacturer narrative:
Qn#(B)(4). The customer returned one glass lor syringe and a lidstock from lot 23f14g1260 for investigation. A visual exam was performed and it was observed that the syringe barrel was broken into several pieces. Not all pieces appear to have been returned. The syringe plunger appeared typical with no observed defects. Functional inspection could not be performed using the returned syringe barrel; however, a functional plunger movement test could be performed using the returned syringe plunger and a lab inventory syringe barrel of the same type. No functional issues were found. A device history record (DHR) review was performed on the lor syringe with no relevant findings. The reported complaint of the syringe plunger sticking could not be confirmed based upon the sample received. The syringe barrel was received shattered and not all pieces were returned. It is unknown at what point the syringe barrel was damaged. A DHR review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. The potential cause of the syringe plunger sticking could not be determined as functional testing could not be performed on the syringe barrel based upon the condition it was received.

Event description:
The customer alleges that the plunger is sticking which is preventing loss of resistance.no patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the plunger is sticking which is preventing loss of resistance. No patient injury reported.